Event description:
Customer reportedly obtained results of 417 mg/dl, hi (greater than 600 mg/dl), 456 mg/dl, and 75 mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.